Manufacturer narrative:
B1 product problem and e4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemodynamic instability: the cause of injury can not be determined as insufficient clinical details were provided. Device in wrong position: the cause of device in wrong position was most likely use related since the clinical team confirmed a staff accidentally pulled the impella cp out of the lv into the ascending aorta. Pd-cannula assembly- (twist, bent, kinked): the cause of pd-cannula assembly- (twist, bent, kinked) was most likely use related since the clinical team confirmed the pump was attempted to recross the valve wirelessly while CPR was being performed. Low or blocked pump flow: the cause of low or blocked pump flow was most likely due to kinked cannula when recrossed the valve wirelessly while CPR was being performed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. A comprehensive review of the available information indicates that improper device positioning and cannula kinking can impede pump flow and contribute to hemodynamic instability, which are recognized risks associated with the use of large-bore percutaneous mechanical circulatory support systems in patients with severe cardiogenic shock. The patient¿s critical baseline condition, including acute myocardial infarction and scai stage e cardiogenic shock, represents a population with a high expected mortality risk despite advanced circulatory support.

Event description:
N impella cp was inserted via the right femoral artery in a 34-year-old female presenting with acute myocardial infarction complicated by cardiogenic shock. The patient required mechanical ventilation for respiratory support, as well as inotropic and vasopressor therapy for hemodynamic support and was classified as scai stage e cardiogenic shock, indicating profound circulatory compromise. No past medical history was provided. During support, the patient experienced hemodynamic instability associated with low or obstructed pump flow. Further evaluation identified the device positioned incorrectly with a kink in the cannula, resulting in reduced or blocked pump flow. The patient experience included hemodynamic instability and device revision or replacement due to the device position and cannula kink, which required clinical management in an attempt to restore adequate circulatory support. Despite intervention, the patient subsequently expired. A comprehensive review of the available information indicates that improper device positioning and cannula kinking can impede pump flow and contribute to hemodynamic instability, which are recognized risks associated with the use of large-bore percutaneous mechanical circulatory support systems in patients with severe cardiogenic shock. The patient¿s critical baseline condition, including acute myocardial infarction and scai stage e cardiogenic shock, represents a population with a high expected mortality risk despite advanced circulatory support.